Event description:
It was reported that the fiber cap detached at 4,000 joules into the case and was retrieved. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00296). The procedure was completed with a third fiber. There was no pt injury. The pt outcome was reported as "okay."